Event description:
It was reported that the fiber cap detached inside the pt at 31,351 joules during a prostate procedure. The cap was retrieved with grasper. The procedure was continued with a second fiber, which was also reported (referenced MFR report number 2937094-2012-00330). The procedure was completed with a third fiber. The pt outcome was reported as "fine".